Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced redundant power tray to resolve the issue with error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The rpt was analyzed and found to have error. The error was indicating the fault confirming the fault occurred in the field. During visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program with no issues. The technician performed 10 power cycles & sitting idle for 1hrs. After testing 10x cycles, no error was displayed. Once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that prior to the start of a da vinci-assisted mitral valve repair surgical procedure, the user informed the technical support engineer (tse) that error 86 had occurred and later reoccurred. The user had been unable to clear it by performing a hard power cycle. The user aborted the procedure with no patient involvement. No known impact or patient consequence was reported. A procedure delay was reported.